Event description:
It was reported that during the implant procedure, the left ventricular lead exhibited loss of capture. The lead was not implanted and a new lead was used. No adverse consequences occurred to the patient.

Manufacturer narrative:
Final analysis found normal lead characteristics.